Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not able to connect their sensor to the device. It was reported that after several attempts, it was noted that the sensor did not have an electrode. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent (retracted) inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. No broken or missing parts were observed during analysis.